Manufacturer narrative:
Additional information: per medical records received, the patient continued to unfortunately progressively deteriorate in the days post procedure. She developed an acute infarct with right inferior occipital lobe infarct, with progressive like encephalopathy. The patient was not responding to commands, continued to progress and was not expected to recover. The family ultimately chose withdrawal of care and she expired in the early morning 12 days post tavr.. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause and timing of the stroke is unknown; however, the patient¿s underlying comorbidities (afib, diabetes), advanced age and female gender put the patient at increased risk for stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the sapien xt valve was positioned 60:40 aortic/ventricular, however, during deployment the valve moved and landed 80:20 a/v. Once the wire was pulled back into the aorta, and a root angiography revealed there was slow flow into the left coronary system. A coronary balloon angioplasty was performed in the proximal lad. Initially, the delivery system was inserted and advanced to the aortic annulus. The valve was positioned and rapid ventricular pacing was initiated at a rate of 180 bpm. The valve was deployed, and immediately post deployment, the patient became hypotensive, blood pressure 80/53. The delivery system was removed, but the wire remained in place. Although the valve placement was high, tee revealed no paravalvular leak or central ai; however, a pericardial effusion was noted. The patient had a small effusion pre-procedure, but it was felt that it had grown in size. The patient became increasingly hypotensive, and CPR was initiated. The wire was pulled back into the aorta, and a root angiography was performed, revealing no annular rupture, although there was slow flow into the left coronary system. A 6fr xblad guiding catheter was inserted and an 0.018 wire was inserted into the left coronary system. A coronary balloon angioplasty was performed in the proximal lad. The patient was simultaneously placed onto prophylactic cardiopulmonary bypass for blood pressure support. Intracoronary nitroglycerin was administered, and the left coronary system was noted to have brisk flow. CPR was discontinued once bypass was started. Tee revealed a worsening pericardial effusion, and a pericardial window was made in order to view the pericardium and perform a pericardiocentesis. Approx 350ml of bright red blood was suctioned out, and the pericardium was flushed with warm 0.9% nacl. Per the physician, no active bleeding was noted in the pericardium. The patient was weaned off of bypass, and the pericardial window was surgically closed. A jp drain was placed. The patient was transferred to cvicu in stable condition. Per report, the malposition was caused when the delivery system was pulled back during deployment. The coronary artery occlusion was attributed to coronary ischemia and vasospasm. The height of the patient¿s left coronary ostia was 15.5mm. The native annulus diameter measured 21mm by tee and 19.4mmx25mm by CT, with an area of 367mm². The native annulus was mildly calcified, the native leaflets were moderately calcified and the patient had severe left ventricular hypertrophy. The image intensifier angle and coaxial alignment of the delivery system and valve were reported to be good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the malposition was caused by procedural factors (delivery system pulled back during deployment). The coronary artery occlusion was attributed to coronary ischemia and vasospasm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.